Manufacturer narrative:
There are no additional device identification numbers. The investigation by ge healthcare (gehc) has been completed. The mr scanner appeared to be functioning according to specification and the breast coil was fully functional. The ge 1.5t hd breast array is designed to accommodate best female anatomy and padding is provided to relieve any pressure points, which would distribute the patient's weight over entire anterior surface of the chest. Based on the information provided, there is no apparent root cause of the injury. The scanner and breast coil were working as expected and the technologist demonstrated good clinical care of the patient from preparation of the scan to attentiveness during the exam. No further actions are planned by gehc.

Event description:
Ge healthcare recently became aware that a patient who underwent an MRI breast exam in 2016 sustained a displaced rib fracture.

Event description:
Additional information from the user facility: once stretched in the prone position on the coil, the patient reported pain in the sub mammary costal area. The patient was unable to bear the pain and in addition to her kyphosis, the exam could not be completed despite efforts to use additional padding. A few days later, a family member stated that the patient was examined at a medical center and diagnosed with a rib fracture. The current condition of the patient is not known.